Event description:
It was reported to medtronic minimed that the customer experienced lost sensor signal, short battery lifetime, change sensor alert and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was performed for short battery lifetime and confirmed that transmitter battery did not last 7 days. Transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for lost sensor signal and confirmed that the customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was programmed in manage devices screen and pump made multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert and sensor updating alert. No harm requiring medical intervention was reported. The customer will discontinue the use of transmitter. No product return is required for mmt-1884, mmt-7040a. Product mmt-7841zn will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.